Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving prialt 50 mcg/ml at 3.590 mcg/day via an implantable pump. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2019 it was reported that there was believed to be a seroma. Per the consumer the physician stated he had withdrawn large amounts of fluid and fluid was observed to be leaking from the incision. When the physician opened up the pump pocket and tried to aspirate the catheter he was unable to aspirate. Upon further examination a small hole was observed in the catheter at the pump segment. After the physician removed the segment he still could not aspirate. The physician inserted a new spinal segment and hooked up to the existing pump segment. Good csf (cerebral spinal fluid) flow observed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. No further complications were reported or anticipated.